Event description:
A report was received that the patient had pain at the pocket site and undesired sensations around the ipg area. Db analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.